Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without the unique product serial numbers, a one to one correlation could not be made, the manufactured date cannot be established, and it is unknown if this was previously reported. Multiple patients were noted in the article. The baseline gender/age/race characteristic is male/(B)(6) years/caucasian. If additional information is received, a supplemental report will be submitted accordingly. Referenced article: a randomized comparison of manual pressure versus figure-of-eight suture for hemostasis after cryoballoon ablation for atrial fibrillation. Journal of cardiovascular electrophysiology 2019 dec;30(12):2806-2810 doi: 10.1111/jce.14252. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a cryoablation balloon. The authors described cases where three patients developed a minor hematoma. There was no indication that intervention was required. One patient developed a pseudoaneurysm, which was diagnosed thirty days post ablation. The patient was managed with compression and no additional intervention was required. The disposition of the products is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.